Event description:
It was reported that an air embolism occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device and delivery system (wds) were selected for use. The initial wds selected for use was too small for the appendage, so the device was exchanged for a bigger size. After successful implantation of the larger device an air embolism in the ventricle was noted. Anesthetic intervention involving mechanical ventilation was needed in addition to aspiration of the air via a catheter. The patient was admitted to the intensive care unit (ICU). There was no additional information provided.

Manufacturer narrative:
D4. Detailed product information was not provided to bsc. We completed a good faith effort to obtain information. If additional information becomes available, a supplemental report will be submitted. Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.